Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. Reportedly, evidence of moisture ingress was observed in the battery compartment, and the pump was experiencing an intermittent-power issue. It was also reported that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 10/08/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: no activity outside of normal use was observed in the black box data pertinent to this complaint. Visual inspection revealed that the battery compartment was cracked from the threads to the grip pad. Corrosion was observed inside of the battery compartment. The pump failed a leak test due to the aforementioned battery compartment damage. The pump was exercised for 24 hours, during which no power-related events were observed. The pump case was removed, and no internal defects were found. The reported event was not duplicated. The relation of the observed device failures to the reported event could not be determined, as the reported event was not duplicated. A battery cap was not returned with the product; a test battery cap was used during all steps of the analysis.